Event description:
The event description according to the customer is as follows: a "blackscreen" and a continuous alarm occurred directly after startup of the device. The staff was unable to turn off either the device or alarm. · the device log files were provided to hamilton. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - investigation outcome: reportability assessment: when the issue occurs when preparing ventilation of a patient, a delay could result from it. Although alternative ventilation sources are available, it cannot fully be excluded, that it could lead to consequences for the patient due to the delay. Therefore, the event remains preventively reportable. Investigation: it was stated by complainant that upon startup, the device displayed a black screen and emitted a continuous alarm. The user was unable to turn off either the device or the alarm. Both batteries were removed and reinserted and then the device was restarted. No indication of any patient involvement during the event and neither was any harm to patient, user or third party reported. The device was not returned to hamilton medical ag for investigation. However, the technician on site replaced the esm board. After replacing the esm board em10, the device performed flawlessly. The root cause is a malfunction of the esm board. Measures taken: as a correction, the defective esm-board got replaced (pn msp161658, esm-board em10a).

Event description:
The event description according to the customer is as follows: a "blackscreen" and a continuous alarm occurred directly after startup of the device. The staff was unable to turn off either the device or alarm. · the device log files were provided to hamilton. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported.